Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report a leaking battery from the purely yours breast pump fell out of the compartment as she opened it to examine the batteries after she heard sizzling and observed steam. Customer sustained a quarter size burn on her right thigh when a battery fell on her leg. Customer states the skin became red and she experienced slight discomfort but the skin remained intact. She washed the area with cool water and did not seek medical attention. Burn resolved in 24 hours.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specs. Dark gray substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Add'l testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed".